Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Customer states the spring button is broken. He states he cannot adjust the front wheels right now.